Manufacturer narrative:
(B)(4). The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). The covidien customer support engineer (cse) inspected the device and verified that the customer installed the bdu pcb. The cse upgraded the software to current revision. The cse performed extended self testing on the device and all tests passed.

Event description:
Covidien received information stating that he 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occured.